Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 93.0 cm from the proximal end and kinked just proximal to the fracture. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured, and the embolization coil was detached. If the pod4 is forcefully advanced against resistance, it may become kinked. If a kinked pusher assembly is further forcefully manipulated, or an attempt to straighten the kink is made, the pusher assembly may become fractured. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt) and cause the embolization coil to detach. The pod4 could not be functionally tested through a demonstration microcatheter due to the observed fracture and detachment, and the root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4s. During the procedure, the physician felt resistance and was unable to advance a pod4 out of the non-penumbra microcatheter, and therefore the pod4 was removed. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.